Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned in segments and analyzed with no anomalies found. There was blood and body tissue/fibrotic growth noted on the distal electrode. (B)(4).

Event description:
It was reported that during an implant procedure, the right atrial lead was unable to be placed and had inadequate pacing threshold. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.